Manufacturer narrative:
The investigation into the reported aic purge issue has been completed since the original report was filed. The console was tested after arriving in fs. The purge disc retainer was confirmed to be broken. The cause of the issue was a defective component.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported that during training, upon opening the purge chamber on the console the purge disk that was inserted appeared to be loose. Upon further assessment and careful removal of demo purge cassette, the blue prongs were pulled forward and there appeared to be a crack in the blue purge disk stabilizer. No patient involvement.